Manufacturer narrative:
(B)(4). The customer returned an opened cs-27702-e set containing various components including an arrow raulerson syringe (ars), a 2-lumen catheter, an introducer needle and a guide wire assembly for evaluation. The guide wire was returned retracted within the advancer assembly; however, the cap had been removed from the straightener tube. The guide wire was observed to have a single kink at the center of the body. The distal j-bend was slightly misshapen but intact. Although the customer stated in the pcf that the defect was identified "prior to patient," significant evidence of use was observed on the returned sample. Dried blood was observed on the distal end of the guide wire and in the straightener tube. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 462 from the proximal tip. The overall length of the guide wire measured 603 mm which is within the specifications. The outer diameter (od) of the guide wire measured 0.807 mm which is within the specifications. The undamaged portions of the guide wire were advanced through the returned ars, catheter and introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. Slight resistance was met while passing the kinked portion of the guide wire. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the set packaging and the guide wire manufacturing processes and no relevant issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire was kinked at the center of the body. Although the customer stated in the complaint description report that the defect was identified "prior to the patient" significant evidence of use was observed on the returned sample. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing or packaging related issues. A root cause could not be determined due to the discrepancy between the customer report (damage observed prior to use) and the returned sample (evidence of use). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) was found kinked prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was found kinked prior to patient use.